Event description:
Patient called allegine that their meter has no power. Patient was experiencing symptoms of feeling dizzy at the time of testing. They contacted a medical professional for advice and did not receive any treatment. They had replaced the batteries less than a year ago and meter still did not power on. Customer service was unable to resolve the issue and sent patient a new meter.